Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 403 mg/dl and after having breakfast and it went up again to 493 mg/dl. Customer treated for high blood glucose using bolus from insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported changed infusion set multiple times and found that cannula was bent. Customer does not alleged pump was under delivering. Customer reports high performance test was performed and passed. The devices will not be returned for analysis.